Event description:
The event is reported as: prior to use, it was discovered that the label on the box indicated it was for catalog# 5-16137, but the product in the box was (B)(4). No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report. A follow-up report will be sent when completed.